Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2016-00296. (B)(4). Approximate age of device - 1 year. The pump is not being returned for investigation. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2017. The cause of expiration was noted as failure to thrive. The patient had a history of suspected thrombus requiring a pump exchange on (B)(6) 2016. It was suspected that the patient had recurrent thrombus but was not a surgical candidate and elected hospice care. Additional information was requested but was not provided.